Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed, software is functioning as designed. RMA issued. Replacement computer shipped to site (B)(4) 2014. No hdd or ram errors reported. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
The I/o hub was replaced on the system. System tested fully functional after replacement of I/o hub. The suspect system I/o hub was returned and evaluated. No fault was found. The unit tested fully functional on all ports. After replacement of the I/o hub and the computer no further related subsequent issues have recurred.

Event description:
A medtronic representative received a report from a site that their navigation system became unresponsive after switching into the select patient screen. Synergy cranial application exited and then re-entered just prior to this occurring. It was noted that the system had been left on overnight, at the navigate screen. In trouble-shooting, a system re-boot restored normal functionality. There was no patient present when this issue was identified.

Manufacturer narrative:
Engineering review of the system error logs found multiple I/o hub errors. A replacement I/o hub has been sent to the site for issue resolution.